Event description:
It was reported that: the customer reported that while transporting a patient, the ventilator rebooted. The ventilator was disconnected from the patient. No patient injury reported. The customer also stated that while moving the patient, the patient circuit became disconnected from the patient and the staff stated that no "patient disconnect" message was displayed on the screen.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.